Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown transfer set disconnected from the titanium adapter. No damage was noted to either the transfer set nor the adapter. The titanium adapter remained in place. The transfer set was replaced. The patient uses soap, water and alcavis to clean the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.